Event description:
This event was reported as an explant at implant due to outflow tract obstruction and sluggish cardiac action, which required intervention with an intra-aortic balloon placement. No further info was provided.